Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the following issues were noted: right ventricular (rv) lead dislodgement due to pull back with no capture and right atrial (ra) lead dislodgement with no capture and rising thresholds. The rv lead was reprogrammed. The rv and ra leads were ultimately explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.